Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that eleven days after implant the patient had spontaneous conversion to sinus rhythm. Pacing in vvir mode led to mild pacemaker syndrome in newly established sinus rhythm. The device was reprogrammed to ddi mode and remains in use. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.